Manufacturer narrative:
This event has been previously reported by the manufacturer under MDR # 3001845648-2019-00550. Procode: niu stent, superficial femoral artery, drug-eluting. Site location is unknown. 7 us sites from the article as follows: (B)(4).

Event description:
(B)(6). A polymer-coated, paclitaxel-eluting stent (eluvia) versus a polymer-free, paclitaxel-coated stent (zilver ptx) for endovascular femoropopliteal intervention (imperial): a randomised, non-inferiority trial. As reported to customer relations: "serious adverse events were reported in 66 (42%) of 156 patients in the zilver ptx group." Site location is unknown. 7 us sites were listed in the article. As the patient level data was not reported it is unknown if us patients experienced the adverse events reported and at which site.